Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A decrease in sensing and loss of capture were noted on the right ventricular (rv) lead at the follow-up. During the revision procedure, a rv lead dislodgement was noted and the lead was explanted and replaced. The patient was in stable condition.